Event description:
It was reported that the device was nearing recommended replacement time (rrt) and the longevity seemed short. It was noted that the outputs were moderately high; however, a longevity estimator predicted 3.2-3.8 years considering the programmed outputs but the device has only been implanted for 27 months. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4194 implantable pacing lead 2005-(B)(6), 5592 implantable pacing lead (B)(6), 6949 implantable tachy lead 2005-(B)(6). (B)(4).